Manufacturer narrative:
Patient's age and weight are not known. "999" and "000" are placeholders. The i60s anvil was found to be broken as had been reported. It is believed that the device may have been inadvertently applied to an aortic clamp being used by the healthcare professional. The device is not intended for such use. (B) (4)

Event description:
In a wedge resection procedure, while the i60s stapler was being closed on tissue the anvil was broken. The broken sections were removed and the procedure was completed by use of a different device. It is the opinion of the physician that the anvil was inadvertently closed on an aortic clamp then present within the patient's body.